Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Customer¿s blood glucose level was 80-140 mg/dl. Customer continued to use the current cartridges.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.